Manufacturer narrative:
Zoll has not received the icy catheter in complaint for investigation. A supplemental report will be filed if the zoll catheter in complaint is returned and investigation has been completed.

Event description:
A medwatch report mw5078218 submitted by the facility on june 29, 2018, was received by zoll in the mail on 08/13/2018. The report states the following: the patient underwent treatment using icy catheter. The line was inserted by micu team staff. After the catheter placement, blood was noted in the orange luer and catheter leak was suspected. The catheter was immediately exchanged for a new catheter. Upon catheter review, the leak was noted on the distal balloon. A new catheter was placed successfully and treatment started at 09:25 am; however, at 10:00 am the thermogard console alarmed and the nurse observed that the saline bag was almost empty. The fluid was infused into the patient. The lines were disconnected and ivtm therapy was discontinued. The second catheter was reviewed and the leak was observed on the medial balloon. No patient consequence was reported. Per additional information received from the reporter, there was no issue with the thermogard console and the system functioned properly. This report is for the first icy catheter. For issue with second icy catheter see MFR 3010617000-2018-00899.

Manufacturer narrative:
The reported icy catheter leak was confirmed. A bonding leak was found at the distal end of the distal balloon and a pinhole leak at the proximal end of the medial balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Blood had accumulated on the balloons and on the proximal luered tubing. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the distal end of the distal balloon and a pinhole leak at the proximal end of medial balloon. During manufacturing, all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 77889.